Event description:
It was reported that pump battery did not charge reliably and charging connection was unstable, requiring caller to hold cable in place or position pump carefully in order for charging to be recognized, and caller was unable to upload pump data. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall outlets, wall adapters, and charging cables without success, then planned to use multiple daily injections as backup insulin therapy while pump was replaced; technical support confirmed shipping details, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using provided label within 10 days.